Event description:
Refer to h10/h11 for follow up information.

Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis replicated the customer reported complaint. The unit was installed into the test system and it failed due to video test. There was no left video on the surgeon side console; it was solid black. Further troubleshooting was performed and it was found that the surgeon console leaf 1 (scl1) board was the cause of the issue.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that there was no video on the left side of the surgeon side console (ssc). The fse replaced the personality module surgeon console (pmsc) to correct the issue. The system was tested and verified as ready for use. The pmsc has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that there was no vision in one eye of the ssc. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the surgeon side console (ssc) only had vision in one eye. The customer power cycled, but the system faulted with a 48200 error pointing to the back panel of the surgeon console. The customer brought in a another ssc and was able to see through both eyes of the ssc. The surgeon was able to continue the procedure robotically using the other ssc. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon lost vision in the left eye of the ssc. There was still an image being displayed on the vision side cart. The customer reported that they contacted technical support prior to converting to another ssc. The procedure was completed robotically. There was no reported patient injury, harm, or adverse outcome. There was a procedure delay of about 10 minutes.